Event description:
Additional information reported that after 21 months the ¿battery died¿ with no warnings or alarms. The patient was hospitalized and received a morphine ¿pump¿ to avoid withdrawal until he could get the pump replaced. It was also noted that the patient ¿couldn¿t move¿ and experienced symptoms of shaking.

Event description:
It was reported that the patients pump stopped and the patient was left in the hospital to avoid withdrawal. No further information was reported. If additional information becomes available then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)